Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump turns on and off. The customer states the pump and battery compartment are damaged. The customer states tape is holding the device together, and once it is moved the pump turns off. The customer's blood glucose level was 157mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.